Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of out knowledge. (B)(4).

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 140mg/dl. Advised insulin pump would not be replaced. No add'l info was provided.